Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis performed evaluation of the fenestrated bipolar forceps instrument that was returned. The instrument was found to have a broken molded insulator. The molded insulator stuck out from being attached to one of the instrument grips. The broken molded insulator had missing material approximately 0.084" x 0.201" in size that was not returned. The metal grip was detached and was returned with to the instrument grip tips. The instrument failed electrical continuity test. The instrument was found to have a broken conductor wire. The conductor wire was broken at the base of one of the grip tips. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage and no missing material of the conductor wire were observed. Components adjacent to the broken wire showed damage.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted transoral tongue base tumor resection surgical procedure, the fenestrated bipolar forceps had an instrument collision and a fragment fell inside of the patient. The surgeon successfully retrieved the fragment during the same procedure. The procedure was completed using a different backup maryland bipolar forceps with no further injury reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved during the same procedure and the surgeon confirmed that all fragments were retrieved. There were no post-operative tests performed. The cause of the fragment falling into the patient was attributed to the instrument collision. The instrument was inspected prior to use with no damage observed. It was unknown what the instrument collided with, and it is unknown if the instrument was removed during the procedure prior to the break. There was no further injury to the patient and the patient has not returned to the hospital due to retaining a foreign object.